Manufacturer narrative:
Investigation: samples received: 117 unopened pouches. Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 117 closed samples for analysis. We have checked the samples received and do not present any damage in the thread surface. On the other hand, diameter result conducted on the dagrofil samples received is 0.388 mm in average and fulfils the requirements of the european pharmacopoeia (ep) for this size and thread: 0.350 mm < xave < 0.399 mm. Diameter average value is in the high range of ep requirements for usp 0 size. This value is the usual and current one for this kind of product. We have also tested the knot pull tensile strength of the samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 4.18 kgf in average and 3.94 kgf in minimum (ep requirements: 2.24 kgf in average and 1.33 kgf in minimum) reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Remarks: when working with dagrofil suture materials great care should be taken to ensure that the use of surgical instruments, such as tweezers and needle holders, does not cause the material to be damaged by being pinched or kinked. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. No corrective/preventive actions needed.

Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K990088. When additional information becomes available a follow up report will be submitted.

Event description:
It was reported the thread shows deformations / kinks. The reporter indicated that the thread shows deformations / kinks at the thread path and the thread broke during fixation of a drain. No reported patient injury. Additional information not available.